Event description:
Customer reported: once the cannula was placed in the patient, they could not inflate the cuff. The information provided suggest that decannulation and recannulation of a replacement tube was required.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis. Report is related to 2936999-2013-00620.